Event description:
(B)(4).

Manufacturer narrative:
The ventilator's logs were received but, no information was received on whether any parts were replaced. The investigation consists of an evaluation of the received logs only. The event log does not cover the date of the event. The logs were downloaded long after the event, when they had already been overwritten. This log shows the mode of ventilation, parameters, alarm limits settings, and the generated alarms. Without the event log for the day of the event, we cannot confirm or explain the reported low minute volume alarm. The technical logs contained a technical error 20002 and not 20007 as was reported. The technical error code 20002 indicates a backlight error. The technical error can be both visible, if the backlight is still lit, or invisible, when the screen is dark, but it will not affect on-going ventilation. This investigation with the information available has not determined the true cause of the reported event. The technical error 20002 and the low minute volume alarm are unrelated. Although the causes cannot be determined, they were not due to the same root cause.

Event description:
(B)(4).

Manufacturer narrative:
Several attempts have been made to obtain further informaton from the hospital but to date no information has been received. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).